Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Additionally, the battery was fluctuating. The pump was able to be charged to 100% using the usb port on a computer. Replacement wall adapter sent to customer. The customer¿s blood glucose was 153(mg/dl).